Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver cancer and ovarian cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like scratches on upper enclosure, damaged buttons on upper enclosure.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging liver cancer and ovarian cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like scratches on upper enclosure, damaged buttons on upper enclosure. Previously submitted report was incorrectly filed with incorrect describe event, box d, problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid and recall section. In this report, describe event, box d, problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid and recall section has been updated and corrected.

Event description:
The manufacturer was contacted in reference to the rep dreamstation auto CPAP device. The manufacturer received information alleging liver cancer and ovarian cancer. Medical intervention was not specified. No additional information can be requested at this time.the device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like scratches on upper enclosure, damaged buttons on upper enclosure.